Manufacturer narrative:
(B)(4). The fse replaced a defective wire within the power supply for 220vac. As of (B)(6) 2008, there were no further recorded events of the ac line reporting 0.0 volts. Root cause was defective insulation on the 220 vac wire which caused the electrical short circuit and the f3 fuse to blow. This reportable event was identified during a retrospective review conducted between 01/01/2008 and 10/23/2010 of complaints for additional reportable events.

Event description:
On (B)(6) 2008, the customer reported an event with the coulter lh 750 hematology analyzer that represented a potential safety hazard. The customer reported that the coulter lh 750 hematology analyzer power supply unit displayed 0.00 volts for the ac line with an error message: line voltage below 90 volt. Pressure and vacuum levels were ok. The customer identified fuse f3 (1/16 a) was inoperable and replaced the fuse. The coulter lh 750 hematology analyzer was serviced by a field service engineer (fse). The fse identified a wire within the power supply for 220vac had defective wire insulation and had grounded from touching the chassis, thus causing the f3 fuse to blow. No effect to the operator due to the fact that the wire is within the power supply unit and is not normally assessed by the operator. There were no reports of fire or smoke. Operator safety was not affected.